Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-15843. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6012438, in question was manufactured at the reynosa site. DHR review: the lot 6012438 was manufactured according to the work instruction (wi) version 121 in the line 04, on 18/mar/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing. The lot 5c03066 was manufactured according to the form version 02 and manufactured in the machine itl03, on 15-mar-2025, with a total of (B)(4) units. The lot 5b02994 was manufactured according to the form version 02 and manufactured in the machine sc01, on 17-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event from (B)(6) 2025 to (B)(6) 2025. The site of detachment was from connector. The infusion set was in use for few hours. The blood glucose level was high and the patient was treated with correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.